Manufacturer narrative:
The device was returned and the evaluation found reportable findings: e228/e229 error codes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had a bad image. The issue occurred during inspection for use of an unknown therapeutic procedure. The intended procedure was completed using a similar device and there were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred because either the image sensor was damaged (including disconnection) or the mounted parts on the electrical board (such as the integrated chip/capacitor) were broken due to stress from repeated use, external factors, or handling. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.